Event description:
It was indicated that the leadscrew was not in the correct position and the driver block was difficult to move. There was no information as to how this happened. No further details.